Event description:
The customer reported to olympus that the tracheal intubation fiberscope insertion section was crushed, many image guide folds. Upon inspection and evaluation, image guide tube coat peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿insertion section was crushed, many image guide folds¿ was confirmed. The following findings were also noted during device evaluation: image guide bundle has significant breakages, bending and connecting tube have a dent, due to a pinhole on bending section and connecting tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet specifications, because channel-tube is crushed, the tube cleaning brush cannot be inserted, light guide lens has discoloration, several scratches found throughout the device, and venting connector under grip has corrosion and is shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.